Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the shaft was broken. No pieces had detached from the shaft. The reported condition was confirmed. The investigation found the shaft was broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during roux en y revision, the surgeon attempted to reach some adhesions. While trying to angle the instrument to reach the adhesions the shaft snapped. There was no pieces disengaged and nothing fall on patient's cavity. Another device was opened and the case was able to continue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during roux en y revision, the surgeon attempted to reach some adhesions. While trying to angle the instrument to reach the adhesions the shaft snapped. Another device was opened and the case was able to continue. There was no patient injury.